Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The product was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.